Event description:
It was reported that while attempting to do a cyber upgrade the pacemaker defaulted to back-up vvi. The device was in its original box and was not used.

Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect; the correct serial number is unknown.